Event description:
It was reported that a desk top charger took 'a long time' to recharge. The patient had to recharge their battery for 'more than 5 hours to get to 50%. It was noted that the recharger 'got hot on the patient's skin.' It was stated that the patient saw a doctor and company representative and they thought it might be the recharger. It was later reported that the patient was unable to make adjustments with or without the antenna attached. The patient felt a warm sensation in or around the battery pocket during recharging. The patient was also getting a 'red burn mark' where she charges. It was noted that the patient does have a spacer. It was stated that this started happening 'months ago.' No specific date was reported. No further information was received. If more information is provided, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n320417, implanted: (B)(6) 2012, product type accessory. (B)(4).